Manufacturer narrative:
On (B)(6) 2017 the patient matched department performed a planning review for this case reporting as follows: our analysis of the planning process of this case found no deviations from the standard procedures. Each step has been performed correctly. Batch review performed on 20 november 2017. Lot 141225: (B)(4) items manufactured and released on 17 march 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented code 2 left, code 02.07.1202l, lot. 144880 (k090988) (B)(4) items manufactured and released on 07 august 2014. Expiration date: 2019-06-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The tibial and femur bone deformed till the final breakage. The reason of deformation is unknown. Revision performed. All the devices were removed and a gmk-revision implanted.